Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the peritoneum during a laparoscopic inguinal hernia repair. On the 2nd pass through, the needle got stuck and broke in half. Half of the needle was recovered while the other half was lost. The surgeon spent an hour searching for the remnant needle half and was unsuccessful. A new reload on same device was used to complete the case. Later x-ray identified the remnant needle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned products noted that the first needle was returned in a container and the second needle was returned parked in a single use loading unit (sulu) retainer. The needles were inspected under a microscope and the first needle was found to be broken and there were no abnormality found on the second needle. No suture was present on the first needle and a full length of suture was still attached on the second needle. Functional evaluation could not be performed on the broken needle. The second needle was loaded into a device from the post marketing vigilance (pmv) inventory and applied to test media for functional testing. The returned needle was found to function properly and remained engaged in the test instrument throughout testing. No difficulty was experienced in loading, unloading or toggling the returned needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.